Manufacturer narrative:
Additional information was added to h10: h10: upon further investigation, it was determined that this report is a duplicate of report of 1416980-2021-02294. All investigation activities will be captured under report 1416980-2021-02294. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: it was reported that the event occurred on an unknown day in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had fluid leakage. It was further stated that the pink cover separated from the transparent base. This issue was discovered during filling with 5-fluorouracil. There was no patient involvement. No additional information is available.